Manufacturer narrative:
This report is associated with argus case (B)(6), super poligrip (unspecified zinc free variant).

Event description:
Has been eating poligrip [accidental device ingestion]. Case description: this case was reported by a other health professional and described the occurrence of accidental device ingestion in a elderly female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to super poligrip (unspecified zinc free variant). Additional details: adverse event information was received on 11 june 2018. The reporter stated "I have a patient here that has been eating poligrip. Is the product toxic, I' am calling about poligrip. I have a resident in the in the nursing home who may have been eating this. I wanted to know if there are any toxicity issues to be consumed about. Will it cause any other problems, like blow problems. We don't know how long she have been eating the product, we just saw a full tube on day and a near empty tube the next."